Event description:
It was reported that surgeon noticed fixed flexion of about 10-15 degs, patient apparently complaining that post and cam "clicking" on ambulation, possible mal rotation of femur/tibia prosthesis. Cr trial reduction performed intra operatively. Stability of the knee was achieved and that its the best option for the moment instead of doing a full femoral and tibial revision. Cr insert used (instead of ps)

Manufacturer narrative:
The associated complaint device was not returned. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. The medical investigation concluded that, based on the limited documentation provided, we are currently unable to rule out the reported possible malrotation of the primary implants as a contributing factor to the events. The patient impact beyond the insert revision itself could not be concluded given the current prosthetic combination.